Event description:
Elderly male with history of coronary artery disease and hypertension. Procedure performed was percutaneous transluminal coronary angioplasty. Guide cath bent/damaged inside of packaging- found when taken out of package and was not used in any form in the patient procedure new guide cath was opened.